Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon the third inflation. The procedure was completed with another of the same device. No patient complications were reported.